Manufacturer narrative:
The facility reported that two days after insertion of the catheter and inflation of the balloon, the catheter fell out. A new catheter was placed. No injury resulted. No additional intervention was required. Only a portion of the sample was returned. We were unable to complete an investigation with the partial sample received. A root cause was not determined. Due to the reported incident and in abundance of caution, this medwatch is being filed.

Event description:
It was reported that 2 days after a catheter was inserted and the balloon inflated, the catheter fell out and it was replaced.